Event description:
User reported having one event where the mask was underinflated. No injuries reported.

Manufacturer narrative:
Results evaluations: the sample is in the process of being forwarded to the MFR for investigation. Upon receipt of the completed investigation a f/u report will be submitted. We can report that we have not received any other reports on this device lot number.